Manufacturer narrative:
Cultures taken confirm there was no infection present and the cause of the surgical wound healing issues is not known, although poor wound healing is a known risk of surgical procedures. Examination of the surgical site found no evidence of any exposed implant components. The patient is reported to have been fully compliant with all post-op instructions and restrictions. Upon first suspicion of possible infection, the patient was instructed to to not use the nalu system until cleared, which the patient also complied with. There are no reports of any specific events that may have contributed to the poor wound healing or migration of the implanted lead. Migration of components is a known inherent risk of implantable neuromodulation devices. The patient has expressed disapointment with having the system removed and has requested to have it re-implanted when medically cleared.

Event description:
The patient was implanted with a nalu peripheral nerve stimulator on (B)(6) 2025 to treat left lower extremity pain. Prior to implanting the permanent system, the patient participated in a trial phase with nalu in which the patient had reported reduction in pain levels from 10/10 down to 3/10. The permanent implantable pulse generator (ipg) was placed in the lateral thigh area with the implanted leads targeting the sciatic nerve. The system was activated by nalu staff on (B)(6) 2025 with no reported complications. On (B)(6) 2025 the patient reported "oozing" at the implant incision site and a request was made for the patient to be evaluated by medical staff. During a clinic visit on (B)(6) 2025 the patient was diagnosed with infection based on visual and physical examination. The patient had already been on prophylactic antibiotics at that time but was prescribed an additional round of oral antibiotics due to symptoms. Cultures taken on (B)(6) 2025 resulted in negative results, indicating no presence of infection. On (B)(6) 2025 the physician confirmed no infection present, only localized symptoms, indicated by slight erythema with superficial skin edge nonunion. Deeper inspection found the site to be an epithelialized layer without evidence of hardware protruding through the incision on (B)(6) 2025 the patient was cleared to be seen by nalu personnel for reprogramming of the nalu system. During the reprogramming, the patient reported being unable to feel any stimulation from the system at all. Xray imaging found that the implanted lead had significatly migrated away from the intended nerve target. Physician was uncomfortable with performing a revision to reposition the lead due to the patient's history of poor healing at the surgical site and thus a full system explant was performed on (B)(6) 2025.